Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer alleged that due to the high temperatures the pump ¿stopped insulin delivery¿. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Multiple attempts were made by tandem technical support to follow-up with the customer regarding the "high" bg, but no response was received. The customer reverted to an alternate method of insulin therapy.